Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2003. Revision surgery was performed on (B)(6) 2012, due to swelling. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Device manufacture date - unknown.

Manufacturer narrative:
(B)(4).no product has been returned for evalation at this time. Additional medwatch reports will be submitted to report the additional item number received. Also see: 3002806535-2012-00262/264.